Event description:
It was reported that t:slim x2 pump battery would not charge, and pump displayed power source alert before issue was resolved. There was no adverse impact to the customer¿s blood glucose level. Customer used original charging cable, confirmed pump did not shut down or become unable to turn back on, and battery eventually began charging, so no further assistance was required.